Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of a 500 ml bag of ketamine was started at 1230am at 15ml/hr. At about 8am the day nurse noted approximately 350 ml was left in the bag and marked the bag. At 0930 the rate was decreased to 13.1ml/hr. At 2:30p when the bag was marked again, there was approximately 150ml left in the bag, which was less than expected. The patient was evaluated and the ketamine discontinued at around 4pm. No harm was reported. The pump and tubing were saved. A total of 157ml of remaining ketamine was wasted from the bag. The customer is not sure which attached pump module was infusing the ketamine and was testing both.

Manufacturer narrative:
Correction on initial report/ additional information provided. The customer¿s report of a possible overinfusion of ketamine was not confirmed. Physical inspection noted the device to be in good condition. The pcu event log did not go back far enough to determine the profile in use or to confirm the medication that was programmed. Analysis of the log shows that the vtbi for pump module s/n (B)(4) was changed at 12:49 am on (B)(6) 2015; the rate was 17.1ml/hr. At 8:32 am, the user changed the dose to 4 (dosing units not specified), which changed the rate to 13.68ml/hr. The user selected yes to the guardrails warning that the dose was below the minimum of 5 and started the infusion. At 10:18 am, the user changed the dose to 0.4, which changed the rate to 1.368ml/hr. At 10:20 am, the user changed the rate to 13.7ml/hr, which made the dose 4.0058. At 1:01 pm, the user changed the vtbi to 200.2ml and started the infusion. At 5:13 pm, the module was channeled off and the device was then idle. The system was shut down and powered off at 5:20 pm. The volume recorded as being infused during this time was 245.096ml. The channel was paused and restarted multiple times during the infusion. Functional testing was performed and found no issues with the device. Rate accuracy testing was performed and the device delivered fluid within specification. The root cause of the reported event was not identified.